Event description:
It was reported that stent damage occurred.the target lesion was predilated using an emerge nc balloon catheter. Then a 2.75x8mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed using another stent. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).